Event description:
It was reported that when using the bd pyxis¿ es server error occurred while loading medication. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the pyxis system was offline for scheduled maintenance and was expected to remain down for approximately two months. The case was closed, and the customer planned to open a new case once the station was back online. No additional information was available.